Manufacturer narrative:
The coil and pusher were returned for analysis. The pusher was noted to be kinked next to laser weld/gold connector section. The heater coil was compressed and bent. The attachment tether was exposed from the body coil section in order to investigate the type of detachment the device underwent. The attachment tether was noted to have a stretched tail with a monofilament rebound of 0.130." The implant monofilament was noted to be broken at the tie-knot section. Based on the investigation, the complaint could not be confirmed, as the implant coil was found stretched, not separated. The root cause is unknown; however, the damage to the device exhibited that it was subjected to excessive tensile force that exceeded its maximum strength specification.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned for evaluation. The investigation is currently underway. The device was used during the same procedure as was reported in MFR report# 2032493-2017-00317.

Event description:
It was reported that after half of the implant coil had been placed in the aneurysm, the coil detached. The proximal coil segment was partially in the vessel and partially in the microcatheter. A guidewire and stent were used to retrieve the detached coil from the anuerysm. There was no reported patient injury. The patient is reported to be fine.